Manufacturer narrative:
Upon completion of the investigation a follow up report will be submitted.

Event description:
The physician reported that in the course of implanting a mesh the coating was falling off while attempting to tack the mesh. The mesh started to tear.